Event description:
Latex allergic reaction while working at dialysis clinic. For about 5 years rptr experienced several episodes of itching and swelling of eyes and skin rashes on hands, sometimes red and sometimes draining but always itching when wearing latex glove. On 7/29/94 rptr began with coughing and burning in her throat, eyes red and itching and swelling of the face. Then she became congested and had difficulty breathing at which time she was taken to a nearby hosp emergency room where she was treated for an allergic reaction to the latex. Allergy only occurred at work.